Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Event description:
It was reported that before use of the ser plas 1ml 13x3,8 u-100 150 the scale marking was missing on the syringe. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: at the time of the dispensing process it was evident that the syringe was missing the scale marking, making it impossible to use the material in need of replacement.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the ser plas 1 ml 13 x 3,8 u-100 150 the scale marking was missing on the syringe. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: at the time of the dispensing process it was evident that the syringe was missing the scale marking, making it impossible to use the material in need of replacement.